Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a motor rate error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of motor rate error. No previous service noted in the last 12 months. Review of event logs confirms complaint. Able to confirm complaint with functional test. The device was repaired by replacing the clutch and plunger cable. The device was validated using the verification test, and the pump passed all validation tests.